Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition information on the device explantation report form states that four electrodes were found outside of cochlea at explantation. Reportedly a full insertion was achieved at initial implantation, therefore a post-operative migration of the electrode array outside of cochlea seems likely. A migration of the electrode array might also explain the intermittent high channels in the basal region of the electrode array before the trauma. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient reported to have been hit by a branch during gardening, after which there was loss of benefit with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported to have been hit by a branch during gardening, after which there was loss of benefit with the device. Revision surgery is planned.